Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2022-15792. It was reported one of the patient's leads had migrated after a couple of falls. Surgical intervention was undertaken on (B)(6) 2022 wherein both of the leads were repositioned. Postoperatively, the patient has effective therapy.